Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. During the visual inspection of the provided photo, the product was found wet and connected with a blood line. A long hair-like particulate matter in the header cap was visible. The reported failure was confirmed. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hair was observed inside the cap of a polyflux 14l dialyzer prior to use. The product was replaced. There was no patient involvement. No additional information is available.